Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with injection amikacin (100mg stat, intraperitoneal, one dose), injection vancomycin (1gm stat, intraperitoneal, one dose) for peritonitis. The following day, the patient was treated with injection meropenem (500 mg. Twice a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b2, b5, b7, h1, h6 and h11. B5: upon follow up it was reported that, five days after peritonitis onset the patient experienced cardiac arrest and subsequently passed away at home. The cause of death was reported due to cardiac arrest. It was not reported if an autopsy was performed. It was reported the patient was discharged three days after hospital admission. It was reported that the patient was recovering from peritonitis at the time of death. It was not reported if pd therapy was ongoing prior to or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.